Event description:
Information was received from the distributor in (B)(4) that the controller "was booing during two days" and when the decision was made to change the controller without the red connector the controller did not have any sound. The controller was exchanged. There was no effect on the patient.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a vad stopped alarm on (B)(6) 2015. However, the problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the controller passed visual examination and functional testing. The controller was in use when the reported event occurred. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the failure is a possible communication anomaly between controller and battery which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. It further outlines that if there is a controller failure, the controller should be switched to the back-up controller. Additionally there is a warning to always keep a spare set of fully charged batteries and a back-up controller available at all times. The steps for exchange of devices are also outlined.